Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that in-stent restenosis (isr) and inadequate stent apposition occurred. A 3.00 x 16 synergy¿ drug-eluting stent was implanted in the left anterior descending artery. However, seventeen days later, isr was noted on the previously implanted synergy¿ stent. An intravascular ultrasound (ivus) was then used and the stent was observed to be infra-expanded in a heavily calcified lesion. Subsequently, the isr was treated with rotablator and implantation of another stent with good results, and the procedure was completed. No further patient complications were reported and the patient's status was stable.